Manufacturer narrative:
Information unknown/not provided. Date of event: unknown, not provided, but the best estimate date is (B)(6) 2021. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient¿s right eye in a secondary surgical procedure. It was indicated that the clinic calculations predicted a 28.0 diopter (d) lens, ora system intraoperative aberrometer recommended 25.5 d and the doctor selected 26.0 d. At the post-op patient¿s vision remained blurry/unclear and was found to be hyperopic. Lens cutters were used to remove the original iol. The original clinical calculations were used and a 28.0 diopter lens of the same model was implanted. There were no sutures or incision enlargement required. The patient discharged home without complications. The explanted iol was discarded by the account. It was noted that the patient has a history of diabetes, hypertension and dry eyes. No further information was provided.